Event description:
It was reported that the burs did not have an aggressive edge. This was noticed while setting up for surgery. These parts were missing the cross cuts on the head of the bur. It was further reported that another bur was used and the procedure was completed successfully.

Manufacturer narrative:
Following investigation of this lot, it was confirmed the cross cuts were absent and were manufactured incorrectly. This was due to an unapproved process change implemented by the component vendor. Corrective actions have been taken at the supplier. The root cause is due to providing inadequate component specification prints to the vendor and a CAPA has been raised to address this issue.